Manufacturer narrative:
Insulin pump had severely cracked and bleeding lcd glass, b1/ib broken solder joint and lifted traces . Unable to perform the displacement test due to damaged lcd glass and damaged ib. Pump had cracked belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call the insulin pump had physical damage after being dropped. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis. No further details are given.